Event description:
The customer reported that after draping and once the procedure began, the small starburst between the transition member and the swivel adaptor moved. Customer considered it a combination of the two since the small starburst areas are difficult to detect wear. The adaptors had been recently checked by the integra neurospecialist responsible for this account. The neurospecialist visited the customer and advised how to correct the problem.

Manufacturer narrative:
As rec'd, the swivel adaptor was in poor condition because the starburst teeth on the swivel sleeve were worn beyond repair and needed to be replaced. However, when properly meshed with a six-inch transitional member and properly tightened, the starburst did not slip under pressure.